Manufacturer narrative:
The investigation determined that higher than expected vitros sodium (na+) results were obtained from a single level of non-vitros thermofisher mas omni core (mas) control lot ocr2406 using vitros na+ slide lot 4249-1082-1345 on a vitros 5600 integrated system. The assignable cause of the event could not be determined with the information provided. Historical quality control results obtained from vitros na+ slide lot 4249-1082-1345 were inaccurate and imprecise, indicating the vitros na+ slides were not performing as intended on the vitros 5600 integrated system. Therefore, a reagent related performance issue cannot be ruled out as contributing to the event. However, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros na+ slide lot 4249-1082-1345. It is possible that improper pre-analytical fluid handling contributed to the event however, this cannot be confirmed. No diagnostic within-run precision testing was performed to assess the performance of the vitros 5600 integrated system, therefore, an instrument related performance issue cannot be ruled out as contributing to the event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected vitros sodium (na+) results were obtained from a single level of non-vitros thermofisher mas omni core (mas) control lot ocr2406 using vitros na+ slide lot 4249-1082-1345 on a vitros 5600 integrated system. Mas level 1 results of 136.8, 160.2 and 137.2 mmol/l vs. The expected result of 121.3 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected results were obtained from a non-patient quality control sample, however, unknown samples that may have been patient samples were processed in the timeframe of the event. The customer did not report any allegations of patient harm as a result of this event. This report is number two of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 602585.